Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has 8mm longitudinal tear staring 1mm from the proximal markerband. Product analysis confirmed the reported event. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported.